Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2013. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the physician wanted to try intrathecal pain pump. The patient underwent an explant procedure.